Manufacturer narrative:
Added to section g1-2: (B)(6). Added to section h6: result code 213. Conclusion code 67. Investigation conclusion: an investigation was performed on retained devices from the reported lot number. Retained devices were tested with qc cut-off hcg urine standard (20 miu/ml), high hcg-positive clinical urine (209.16-228.15 iu/ml), and qc cut-off hcg serum standard (10 miu/ml). Results were read at 3 minutes for urine samples and 5 minutes for serum samples. All devices produced expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Limited information regarding sample, patient, product, or testing details could be obtained. The reported issue was not replicated as retained product performed as expected. A probable cause could not be determined based on the information available. As stated in the product insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported (B)(6) 2019 that a patient presented to the emergency department for unspecified reason. One false negative result occurred when the medline hcg cassette was administered. The patient was (B)(6). No further information was able to be provided.